Event description:
Customer reports that after the proper balloon inflation and deflation technique was performed, when trying to remove the balloon from the sheath, it could not return through the 8fr sheath. It inserted into the sheath with no difficulty, but it would not pull back through the 8fr sheath after the balloon had been inflated. The sheath had to be removed from the patient and a new 8fr sheath inserted because the balloon would not exit through the sheath. The patient had no complications, but this did cause unneeded procedure complications, increased procedure time and the use of extra supplies. The patient did have a dvt post procedure and is being treated for a dvt. It is also reported that no product will be returning.

Manufacturer narrative:
Customer reports that after the proper balloon inflation and deflation technique was performed, when trying to remove the balloon from the sheath, it could not return through the 8fr sheath. It inserted into the sheath with no difficulty, but it would not pull back through the 8fr sheath after the balloon had been inflated. The sheath had to be removed from the patient and a new 8fr sheath inserted because the balloon would not exit through the sheath. The patient had no complications, but this did cause unneeded procedure complications, increased procedure time and the use of extra supplies. The patient did have a dvt post procedure and is being treated for a dvt. It is also reported that no product will be returning. Investigation summary: this complaint could neither be confirmed, or the root cause determined. The device was not returned for evaluation. The customer did not provide any batch details for the implicated device, nor was the implicated device returned, therefore an investigation was not possible. This failure mode is documented in the design fmea. Conclusion: the root cause of this issue is currently unknown.

Event description:
Follow-up report to submit additional information not known at time of initial submission.

Event description:
Customer reports that after the proper balloon inflation and deflation technique was performed, when trying to remove the balloon from the sheath, it could not return through the 8fr sheath. It inserted into the sheath with no difficulty, but it would not pull back through the 8fr sheath after the balloon had been inflated. The sheath had to be removed from the patient and a new 8fr sheath inserted because the balloon would not exit through the sheath. The patient had no complications, but this did cause unneeded procedure complications, increased procedure time and the use of extra supplies. The patient did have a dvt post procedure and is being treated for a dvt. It is also reported that no product will be returning.